Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21may2020.

Event description:
The customer reported that the unit has low leak alarm. The customer contacted product support and requested for service repair. The customer is not familiar with the v60, however another technician has evaluated the unit and the performance verification test (pvt) passes. The customer reported that the unit was not in use on a patient. The field service engineer (fse) was unable to duplicate reported problem. The fse performed full performance verification on unit. The unit was fully operational and returned to service. Review of the diagnostic report (drpt) shows several low leak co2 rebreathing risk errors.